Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was not booting up all the way. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer informed that they turned the system in the morning and in the control room the data monitor and the review monitor have no video, the customer tried rebooting the system, but it did not resolve the issue. The rse found that there is an error on the data monitor "not connecting to host pc" and requested onsite support. The philips field service engineer (fse) checked the system onsite and found issue with host pc and hard drives. To resolve the issue, the fse replaced the host pc and hard drives. The defective part was sent for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.